Event description:
During the investigation on (B)(6) 2025, the thermogard hq console (sn (B)(6) displayed mid:16 (software) during functional testing. No patient involvement.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released as it is exempt from premarket submission. During the investigation on (B)(6) 2025, the thermogard hq console (sn (B)(6) displayed mid:16 (software) during functional testing. The root cause of the observed error was a failed display head, which was replaced to address the mid:16 error. Following service, the thermogard hq console passed the final functional and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard xp ivtm system with sn (B)(6).